Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the doctor failed to fire staples due to jamming and some staples are not closing properly while using to patient.

Event description:
Reported event: the doctor failed to fire staples due to jamming and some staples are not closing properly while using to patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 38 staples remaining in the cover block and its trigger partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first five staples appeared to fire properly. To simulate insertion into the skin , the remaining staples were fired into a simulated skin pad. The final staples did not form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Upon microscopic inspection, die casting anomalies were discovered on the forming tool. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, the staples fired into a simulated skin pad did not form properly. The sample was disassembled, and die casting anomalies on the forming tool were observed. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers misfire/failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.